Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. Physician was able to remove the device without any problem and completed the procedure with another of same device. There were no patient complications reported.